Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received four inappropriate shocks while reaching for a glass of water, and the field representative wanted review of device data. Technical services (ts) reviewed the data and found the device is programmed to primary since implant. It was programmed originally with 2x gain however, more recently it was 1x gain. Additionally, smart pass feature was disabled back in april. It was noted that three years ago the patient had inappropriate shocks due to myopotential oversensing. Since april, there have been 8 untreated and 1 treated episode which is a significant increase since implant. All of these events had very small amplitude/signals. Ts recommended performing an automatic setup and capturing all vectors to see if a different vector would work. Additionally, recommended to program therapy off and continue to monitor. The patient was afraid to move and was lying still. The device was programmed off however, there is no record of the device being turned off at the time the patient was evaluated in the clinic. At this time, the system remains in service. No additional adverse patient effects were reported.